Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. It was found that the lead to device connection was not secure. The device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating a kink in the lead body had also been noted during the procedure.

Manufacturer narrative:
(B)(4).